Event description:
Healthcare professional reported after injection with 3 syringes of juvederm ultra xc in the lips, the pt developed an "infection" and experienced symptoms of being "swollen, red, hot, and tender" all in the pt's cheeks. Augmentin and biaxin were administered as treatment, which led to symptoms improving. Upon further follow up with the healthcare professional, add'l treatment of an "oral antibiotic" and hyaluronidase injections were given to pt. Symptoms resolved approx 7 months after injection. Pt was concomitantly injected with juvederm voluma xc in the cheeks. This is the same event and same pt reported under MDR ID #3005113652-2015-00105 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra xc, also a device manufactured by allergan.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4) the events of infection and "swollen, red, hot, and tender" symptoms are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specs. The sterilization cycle is registered as conform. No anomaly, or change in connection with this complaint were recorded.